Event description:
The customer states that a sample drawn in the ER generated a pt hemoglobin result of 7.50 g/dl on the cell-dyn 3200 analyzer. The following morning, a new sample was drawn for a crossmatch (a cbc was not performed on this sample) and the pt was transfused with three units of blood. A post-transfusion specimen generated a hemoglobin result of 16.9 g/dl. The lab retested the initial sample and result of 7.46 g/dl was generated. The lab also tested the sample drawn for the crossmatch and a result 12.5 g/dl was obtained. Controls were within specification on all runs. The customer typed blood from both samples and verified the samples were from the same pt. Five-hundred milliliters of blood was redrawn from the pt and the pt was discharged. There is no further impact to pt management reported.